Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient underwent a ventricular lead repositioning procedure due to poor testing.